Event description:
It was reported that the rigid video laparoscope insertion section had a dent. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: poor image quality. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event insertion section dent was caused by a component failure of the rigid tube. This event poor image quality was caused by a component failure of the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.